Event description:
It was reported that device interrogation was not possible, after multiple attempts. The patient's intrinsic rate appeared to be 72-73 bpm; it did not appear to be a paced rhythm. There was no magnet response from the device. No patient complications have been reported as a result of this event, and the device status is unknown.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.